Event description:
A patient underwent a thrombectomy & atherectomy procedure using aspirex. It was reported that during a recanalization procedure, the guidewire was allegedly difficult to remove. It was further reported that the tip of the guidewire was totally damaged. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the aspirex that are cleared in the us. The pro code and 510 k number for the aspirex are identified in d2 and g4. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: no physical sample was received. A physical investigation was not possible. User provided information regarding guidewire deformation. User provided images and videos show guidewire tip deformation / de coiling. The reported malfunction guidewire deformation can be confirmed. The user reported retraction problem was not observed in images and video provided and therefore cannot be confirmed. The break or deformation of the guidewire can be result of blockage or aspiration of very thick thrombotic material that results in catheter overheating, moving together with the guidewire, guidewire overheating. A clear root cause could not be identified but deformation of the guidewire represents a known inherent risk. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.